Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they had the stimulator mainly for their bowels but they also used the stimulator for their bladder. The patient said that since about a year ago, they'd had a lot of fecal leakage lately and they thought it was partially due to them being under a lot of stress and on the days they didn't have the fecal leakage, they would usually have bladder leakage. Patient stated last night, they got up from sitting in their recliner and they peed themselves and they couldn't stop it. Patient also stated today, when they were up from their chair, they crapped themself. Patient said for those two accidents they didn't have the urge to go which they normally did have. The patient stated the leaking (whichever type it turned out to be) was happening now on a daily basis and they would love to not have to wear a pad. Patient mentioned they had a surgery "down there" about a year ago and they felt that ever since the surgery, their symptom relief was "a little different". The patient also mentioned that their managing healthcare provider (hcp) had told them that their ins had moved but that it was "fine: with the lead wire positioning " and it was still stimulating their nerve like it needed to and all still functioning ok. The patient said they brought up their concerns after they had the procedure "down there," but the hcp said the implant was fine and they had about 1-2 years remaining with it. The patient said they wanted to make a program change only they didn't know what each program did. Patient services reviewed device description/function with the patient as well as programming and stimulation and ins battery longevity considerations. Patient services walked the patient through starting to pair the external devices and got a 'not found' message a few times before they told patient services what message they were getting. Patient services had the patient toggle bluetooth off and back on again, turn airplane mode on momentarily and checked location, which was off. Patient services had the patient turn the airplane mode back off and patient was able to enter back into the therapy application and successfully connect to their ins site. The therapy was on on program 3 at 1.0 v the patient then switched to program 2 and increased up to 1.2 v and confirmed they felt the stimulation comfortably in the bike-seat. The patient was redirected to follow up with their managing health care provider to discuss their symptom concerns if they still had them. Patient will maintain stimulation level and will continue to track symptoms. Patient services also wanted to note that when the patient was trying to pair the communicator to the handset, they commented they felt the stimulation a bit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.